Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other eight proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in both the right common femoral artery (rcfa) and left common femoral (lcfa) artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 14fr sheath. Reportedly, a suture break occurred with a total of nine proglide devices, the total devices used in each artery is unknown. Two additional proglide devices were used for successful suture placement using the preclose technique in the lcfa and rcfa. Hemostasis was achieved using the pre-placed sutures of the two proglide devices in both the rcfa and lcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.